Event description:
It was reported that the preventive maintenance needed and water was not cooling in an arctic sun device. Per review of wo on 03mar2026, no patient impact reported, no patient identifier available.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.